Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel flickering due to turret motor fatigue and high-brightness motor fatigue and lamp burnout. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel flickering due to turret motor fatigue and high-brightness motor fatigue and light intensity decreases due to lamp burnout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customers.

Event description:
It was reported that the subject device's front panel keeps flashing. The issue was found during a set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.